Manufacturer narrative:
Pt age and gender: unknown. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a tecnis zcb0000145 intraocular lens (iol) a vitrectomy was performed. In follow up it was learned that the iol was inserted and then removed due to a capsule rupture. The incision was enlarged to remove the iol and a vitrectomy was performed. The surgeon then used a 3-piece iol to complete the procedure. The patient was doing fine when they were discharged.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed a lens stuck in a cartridge. Scarce amount of viscoelastic (ovd) was observed in the cartridge. The manufacturing records were reviewed. No deviation was identified or non-conformance (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The documentation shows that the device met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.